Event description:
Boston scientific received information that the patient with this right ventricular lead and device was admitted to the hospital after experiencing a syncopal episode. The local boston scientific field representative (fr) reported that a stored electrogram displayed noise which had been oversensed and lead to pacing inhibition with greater than two seconds of asystole for the patient. The fr attempted to recreated the noise without success. Boston scientific technical services suggested having the patient perform a valsalva maneuver in an attempt to see if the lead was registering diaphragmatic activity. The fr was to follow up with the following physician. As of today, the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.